Event description:
In 2005, a 2.5 x 23mm cypher stent was implanted at 10 atm for 40 seconds at the distal left circumflex. A 2.5 x 28mm cypher stent was implanted at 14 atm for 20 seconds at the proximal left circumflex. It is unknown if the cyphers were overlapped. Then, to treat the mid left anterior descending (lad), a 3.0 x 13mm cypher was implanted at 18 atm for 40 seconds. There was no more information available regarding the procedure and the products. There was no problem regarding the procedure. On four months later, follow up coronary angiography was conducted and restenosis was observed inside of the cypher stent implanted at the proximal left circumflex. There was 99% restenosis. To treat the restenosis, balloon angioplasty was conducted. At the same time, a de novo lesion was observed at the distal rca. There was 90% stenosis. To treat the distal rca, a taxus stent was implanted. There was no more information available regarding the procedure.

Manufacturer narrative:
This device is distributed outside the united states ; however, it is similar to the united states product. The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.